Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Any further info will be sent in to FDA as soon as it becomes available.

Event description:
(B)(4). Event took place in (B)(6) and has not been reported to (B)(4) authority. Happened already in (B)(6) 2010, but complaint filed in 01/2011. Tentative summarizing translation of user's narrative: leak of the needle at hub. Noticed during use, device was replaced. Five pcs involved from different lots (887 and 884), 2 pcs. Returned for investigation.